Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was responding to all keypad buttons except it was intermittently responding to the bolus button. The bolus button was also torn at the center.

Event description:
The pt claimed that the pump is not responding to the audio bolus button and the audio bolus button is worn. The pump reportedly has not been exposed to moisture and the rubber keypad is intact.